Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2020-13832. It was reported that the patient presented in clinic with shortness of breath. It was noted that the atrial and ventricular leads were dislodged. Both leads were explanted and replaced. The patient was discharged with stable vitals and presented at a post procedure follow up in clinic with no complaints.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. All other damages found are consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.